Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the laser console could be performed. The unit was serviced onsite by a field service engineer (fse). The equipment was inspected, added coolant, checked the cooling system, circuit power supply was normal, and functional test was normal. The investigation conclusion code selected for the complaint is no problem detected, since the investigation could not identify any damage or malfunction related to the reported allegation.

Event description:
It was reported that during the procedure, the key switch was loose. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during the procedure, the key switch was loose. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.